Manufacturer narrative:
B3: bsc aware date used for event date, as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unknown date post implant, the patient experienced a bleed of an unknown type. A transesophageal echocardiogram (tee) was performed, and the patient was placed back on an oral anticoagulant due to a closure device leak under the fabric that was between 1-3mm. It is unknown if the closure device has shifted. The physicians plan to perhaps place coils in the future in response to the leak.